Event description:
Patient reported "leaking" and "rupture". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, b5, b6, d1, d2a, d2b, d4, d6a, e1, g2, g4, h4, h6.

Event description:
Later healthcare professional reported "rupture" and "nodule with a solid appearance and partially defined contours is observed".